Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming low battery. The customer was having issues with the insulin pump's battery longevity. Sometimes the insulin pump would shut off. When he inserted a battery, the insulin pump would not load and had to try several times. The device was not returned.